Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by healthcare professional "I have noticed a few of the purple scalpels in PICC kits are not locking closed. One of my employees accidentally poked themselves with one and she stated she heard it click but it did not actually lock." No other information was provided. Additional information received (B)(4) 2021: it was reported the date of occurrence was 1/23 and the device was used on a patient.